Manufacturer narrative:
Product was returned for evaluation. Product received expanded evaluation. The expanded evaluation report states: the seat rails were observed to be unable to settle into the h-blocks. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The set rails were observed to be unable to settle into the h-blocks.